Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple change errors occurred using multiple cartridges during the load sequence. Customer's blood glucose was 356 mg/dl. Customer reverted to using an alternate method of insulin therapy.